Manufacturer narrative:
The leaking issue was confirmed. Affected IV sets are under recall #(B)(4). (B)(4).

Event description:
The user reported "the IV set came apart from the filter and leaked fluid over a surge protector/outlet strip. The surge protector/outlet strip was damaged and almost caused a fire. A patient was involved but there was no adverse effect."